Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study via a rep indicated there was a mechanical complication of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the issue was resolved. No additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was having to charge their battery with increased frequency and decided to get their battery replaced with another manufacturer¿s battery approximately 4 months ago. The issue wasn¿t known to be resolved at the time of the report. There were no further complications reported.